Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2019 and suture was used. It was reported that the needle was broken at the swage part after passing some needles through the abdominal wall by continuous suturing. The suture site is the fascia. The needle fragment was not lost sight and dropped near the skin surface. The broken needle piece was found immediately. There were no adverse patient consequences reported. The doctor commented that the hand movement was repeated several times, so the grip position may have been different.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/30/2019. Corrected information: d10, d7: implant date unknown. Additional h3 investigation summary: a suture needle was submitted for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.